Manufacturer narrative:
The customer was unable to provide any instrument log files. Without the instrument logs an investigation into the root cause cannot be performed. The cause of this event is unknown.

Manufacturer narrative:
Siemens has requested more information to perform further investigation. The cause of this event is unknown.

Event description:
A customer has reported that their rp500 analyzer/rapid comm has assigned results to the incorrect patient ID. They stated the sample was entered correctly, but results were registered to another patient ID and have been transferred to the wrong patient record. Altogether, 3 different patient identities are linked to the same patient samples. There is no report of injury due to this event.